Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the complaint related to technical error code indicating power error has been completed. During investigation on-site performed by our field service engineer presence of liquid spill was noted on the pneumatic back-plane pc board. The pc board was replaced and after successful tests the ventilator system was sent back in service. A visual inspection confirms the reported liquid spill problem. The pc board was not further investigated since ingress of liquid/corrosive substance on pc boards can cause failure/short circuits which might lead to a ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was.

Event description:
Manufacturer's ref #: (B)(4).